Event description:
Pump alarm 20a was reported during loading, and attempts to resume insulin therapy were unsuccessful due to recurring cartridge alarms. There was no adverse impact to the customer's blood glucose level. The technical team assisted with loading a new cartridge, however, since the issue persisted, they arranged for a replacement pump and instructed the customer on storage mode procedures before returning the malfunctioning device, ensuring the insulin delivery continued via mdi therapy.